Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to dislocation, during which the femoral head was removed and replaced. It was further reported that another revision procedure was performed on (B)(6) 2015 due to periprosthetic fracture after the patient fell. During the procedure, the femoral stem and head were removed and replaced. Subsequently, a final revision procedure was performed on (B)(6) 2015 due to dislocation, during which the femoral head and acetabular liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Requested but not returned by hospital.